Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist (rt) reported a high nitric oxide (no) alarm on inovent # (B)(4). The inovent was set to deliver 15 parts per million (ppm) of nitric oxide but was reading 40 ppm. The patient was taken off the inovent while the device was recalibrated and purged then placed back on the device. The device functioned correctly for approximately 30 minutes then the high nitric oxide alarm sounded as it did earlier. This is a preliminary report from a customer of a high nitric oxide alarm. In response to the sensor alarm the customer removed the device from the patient and the patient status changed. Further detail is pending from the site and will be provided when available. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation. (B)(6).

Event description:
A female adult status post surgery was intubated and placed on a servo I ventilator (settings not provided). Her oxygen saturations remained low (parameters not provided) and a medical decision was made to utilize the inovent (serial # (B)(4)) to administer 15 parts per million of inomax (nitric oxide). While receiving nitric oxide through the inovent, the patient's oxygen saturation levels were 90-98%. On (B)(6) 2011, a respiratory therapist (rt) reported a high nitric oxide (no) alarm on the inovent. The inovent was set to deliver 15 parts per million (ppm) of nitric oxide but was reading 40 ppm. The inovent injector module and sample line were removed from the patient breathing circuit while the device was recalibrated and purged. The injector module and sample line were then placed back into the breathing circuit and functioned as expected. According to the rt, the patient was not provided with supplemental nitric oxide with the manual backup system while calibrating the inovent due to the short period of time it took to complete the system checks. The device functioned correctly for approximately 30 minutes then the high nitric oxide alarm sounded as it did earlier. The device was removed from the patient after which her arterial blood pressure decreased (parameters not provided) and her oxygen saturation level rapidly decreased from 90% to 68%. The fractional inspired oxygen (fi02) was increased to 100% for approximately one hour during which her oxygen saturation levels improved to 94%. One hour after being removed from the inovent, an arterial blood gas revealed a partial pressure of oxygen (pa02) of 68 mmhg. The backup inovent device at the hospital was not available but the rt staff were able to borrow an inovent from another hospital; however, the device transport took approximately 3 hours during which the patient did not receive inomax and again it was reported the manual backup nitric oxide delivery system was not utilized during this time. The reporter deferred the evaluation of the severity of the events and the relationship to the device failure and/or inomax until the physician evaluated the information. Follow up information will be provided when it becomes available. Follow up information received on (B)(6) 2011. The respiratory therapist called to say the patient's medical doctor reviewed the incident report filed by the rt on duty when the event occurred and felt that the patient had no lasting effects from the events. The patient's blood pressure and oxygen levels stabilized once the patient was placed back on inotherapy. The doctor deems the events of oxygen desaturation and blood pressure decrease as mild and related to device malfunction and lack of nitric oxide therapy.